Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving morphine via an implantable infusion pump. It was reported that patient was in the hospital with overdose symptoms. It was noted that patient had a refill yesterday and in the morning could barely breath, had a heart rate of 20, and pinpoint pupils. The caller stated that ems gave the patient narcan.